Event description:
The dentist reported that there was severe bone resorption of the mandible. One to two weeks post implant placement, the dentist observed a pathological fracture at the junction of tooth position #27 and the distal surface of the bone. The dentist removed the implant and the fracture is healing.

Manufacturer narrative:
Upon visual inspection, it was found that the implant had general signs of usage. The inspection did not identify damage that could have potentially contributed to this event. The reported event has been confirmed through radiographs. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. Irradiation certificate has been reviewed and no non-conformities were found. A definitive cause could not be determined.